Manufacturer narrative:
The field service engineer confirmed all the voltages were correct, and replaced the syringe seals, pinch tubing. He ran performance testing which passed. The customer ran calibration and qc. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t g5 stat result from cobas e411 rack analyzer serial number (B)(6). The initial result was <6 pg/l and was reported outside of the laboratory. The initial result did not match the patient's medical condition and it was repeated. The repeat result was 162 pg/l.